Event description:
It was reported that the right ventricular lead had increasing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached cut, and displayed cosmetic depression and environmental stress cracking (esc). Blood/body fluid was found on the proximal conductor (not obstructed), and apparent explant damage was noted.